Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a scratched/damaged lens and loose air in line sensor. Event log history was performed and indicated that "high alarm displayed: air in-line detected" and "high alarm silenced: air in-line detected" were recorded in history. During analysis, the customer's reported complaint regarding "false ail alarms" was able to be confirmed. The cause of the reported problem was noted to be the main printed circuit board (pcb) not reading the air in line sensor correctly. Service will replace the main pcb to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited a false alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.